Event description:
A surgeon reported that after implanting a glaucoma filtration shunt he observed that there was no flow through the lumen so he thought that it may be blocked. The shunt was removed during the same surgery, needing to convert to a traditional trabeculectomy. There was no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).